Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent in conjunction with pain. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.